Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified malfunction occurred. There was no patient involvement as the pump has not been used for insulin therapy. Customer continued to use manual injections for insulin therapy.